Manufacturer narrative:
**UDI related data quality updates only** d.4. This supplemental report is sent as correction to the previous submitted MDR to correct format of the UDI code which was initially provided without parentheses. The correct UDI code has been updated in the dedicated section d.4. Primary unique device identification (UDI) number.

Event description:
See initial report.

Manufacturer narrative:
No laboratory report was provided. As per latest updates received, livanova learned that 3t devices are cleaned and disinfected according to IFU, and are located inside the operating room with the fan directed away from the patient, at an estimated distance of 2 to 3 meters from surgery field. The hospital does not use reusable blankets. The water quality monitoring is applied and the h2o2 is checked every day as prescribed by the IFU. When the device is not used, is it stored full of water and the h2o2 is checked daily even during days of non-use (i.e. Week-ends). H2o2 is added when the water in the tanks is changed (each 7 days). Prior and after operation and prior to storing the heater-cooler, the surfaces and water circuits are always disinfected. A disposable pall-aquasafe water filter with a 0.2 m membrane used for tap water or equivalent performance filter is used and the 3t aerosol collection set is replaced after the allowed period of use. From this information, no deviation from IFU was detected. According to event description, the hospital water source was tested and excluded as source of contamination. As per product IFU, the water in the heater-cooler must be changed if in use for more than 7 days. Based on available data, source of contamination is related to location where device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA 20and field action. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contamination by mycobacteria. There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.